Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead has intermittent undersensing causing false device classified termination of ongoing arrhythmia. The lead remains in use. No patient complications have been reported as a result of this event.